Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Adverse events: per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site response post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Healthcare professional reported a day after injection in the lips with 1ml of juvéderm® ultra xc and in the lip lines with 0.4ml of juvéderm volbella® xc patient developed edema and inflammation in the entire upper lip. Patient hates the outcome and the fact that their lips are so big. A week after injection, the patient was treated with medrol dosepak, benadryl, and pepcid. The symptoms responded to steroids immediately and resolved the same day treatment was provided. This is the same event and the same patient reported under MDR ID # 3005113652-2017-01746 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm volbella® xc.